Event description:
It was reported that a collimator fell off of the tube hanger on an x-ray system during a chest x-ray. There was no report injury, however, if the collimator were to fall, there is a potential of a pt receiving a serious injury.

Manufacturer narrative:
A ge service rep performed an on site inspection. Two of the three collimator screws were found to be missing. The screws could not be located. The installation instructions for the collimator instructs the user to torque the screws to a certain value and to use loctite. The planned maintenance instructions instruct the field service engineer to check the collimator screws once every 12 months. The ge service rep remounted collimator and replaced set screws using loctite to ensure that they wouldn't back out. The hosp is unable to provide pt info.